Manufacturer narrative:
The insulin pump was received with a scratched case and a pillowing keypad overlay. The test reservoir does lock properly inside the reservoir tube. The insulin pump passed the displacement test and self test. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. No unexpected numbers ramping and scroll bar moving with no input noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). The insulin pump was received with a broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, cracked battery tube threads, cracked case battery tube and cracked case corner belt clip rails. The test reservoir does not lock in place and unable to perform the displacement test or verify failed battery alarm due to the missing retainer and broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the insulin pump had issue with button. Customer stated that numbers were ramping on their own. Customer stated the scroll bar was moving with no input. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.